Event description:
Pt was revised as the insert spun around inside the pt. Intraoperatively noted poly wear on the tibial insert. The pt had lateral instability which may have caused the spin out, per surgeon.